Manufacturer narrative:
Philips service replaced the converter 8e velara and unit dig. Kv ma control. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that intermittent geometry freeze preventing detector movement on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.